Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon would not completely deflate and could not be withdrawn into the guide catheter. A percutaneous coronary intervention was performed on a 90% stenosed, moderately calcified and mildly tortuous lesion in the proximal right coronary artery. A promus premier select stent was advanced to the target vessel, the balloon was inflated and the stent was implanted without complication. Upon deflation of the balloon after stent deployment, it was not possible to completely deflate the balloon, there was resistance in retracting the stent delivery balloon into the guide catheter and the balloon collapsed at the guide catheter. The stent delivery system, guide catheter and guidewire were removed as a unit from the patient. There was no serious injury or adverse patient effects and the event was considered resolved.